Manufacturer narrative:
B5 - the lens was replaced at a later date and problem is resolved. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5 - per updated email, the lens was removed and patient decided not to implant a new lens anymore. Therefore there is no exchanged lens information. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.5/173 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. The cause of the event is reported as unknown.